Event description:
Customer called for assistance with an autofill failure alarm on a cardiosave during use. They stated, ¿the gas loss alarm started and now it¿s saying autofill failure. We switched consoles but it still giving us the alarm and won¿t start. No patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called for assistance with an autofill failure alarm during use. The cardio save console was switched and they still got an alarm. It was determined that the console had been in standby for 21 minutes and that the balloon was inserted via axillary in the right subclavian, using an off-brand sheath with a clotted arterial side port. Other troubleshooting steps were discussed but unsuccessful. Based on the description, the autofill failure alarm was likely triggered due to extended standby time (21 minutes) combined with the use of an off-brand sheath and a clotted arterial side port, which may have impeded proper helium flow or balloon inflation. The catheter is scheduled to be returned to getinge for further evaluation. Once we receive the device, we will include all relevant test results in our analysis. At this time, however, we are unable to identify the root cause of the waveform irregularity reported by the customer. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, e1 (event site state), g3, g6, h2, h11. Corrected fields: g2 (report source), h6 (type of investigation).

Event description:
N/a.